Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported if the patient was hospitalized for the event. One day prior to the event diagnosis, the patient was treated with ceftazidime injection (400 mg, once daily, intraperitoneal, ongoing) and teicoplanin injection (300 mg, every 3rd day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. It was reported that retraining on the proper aseptic technique was performed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.